Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent sacrospinous suspension and anterior colporrhaphy due to pop. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, and vaginal scarring. It was reported that patient also underwent the incision and repair of vagina on (B)(6) 2008, resection of granulation tissue status post vaginal reconstruction on (B)(6) 2008, resection of mesh and removal of inflammatory vaginal tissue on (B)(6) 2010, resection of granulation tissue and resection of small amount of mesh on (B)(6) 2009, exam under anesthesia and incision and drainage on (B)(6) 2009 due to perineal infection and resection of mesh on (B)(6) 2012. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.